Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the gauge of the inflation device failed. The unspecified target lesion was located in the right renal artery. An advantage26 inflation device kit was selected for use with a non-bsc balloon. The physician was able to inflate the non-bsc balloon to an unspecified level; however, the gauge of the inflation device did not appear to be functional as the gauge was "not moved." The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine."

Manufacturer narrative:
(B)(6). (B)(4).